Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient received a heart transplant. No device related issues were reported. Multiple requests for additional information were issued to the customer; however, no further information was provided. (B)(4), was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. Although no specific adverse events were reported, the heartmate 3 left ventricular assist system instructions for use outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant. Whether the transplant was device or therapy related was not provided by the customer.